Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in the hospital with a uti. It was reported that since implant the patient had a lot of falls and utis. The friend/family member was not sure if these were related to the device or therapy. It was reported they wanted to do an MRI of the patient's back. Caller reported the patient had another MRI of their back before and they just turned the implant off. Caller reported that there were usually 4-6 months between issues, like utis. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to include product problem. Updated to include code for device affected by fall. If information is provided in the future, a supplemental report will be issued.